Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes exhibited loose lids. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd received 1 photo for investigation. The customer photo depicts a tube containing a processed specimen but does not provide sufficient evidence of stopper creepout. A total of 29 retained samples were tested for stopper function defects. During testing, 12 out of the 29 retained samples resulted in stopper creepout or stopper pop off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® serum blood collection tubes, an unspecified number of tubes exhibited loose lids. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.